Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: avalign technologies - nemcomed manufactured the holding sleeve-long for matrix. There were two dhrs to review. Lot number 6611823 - for (B)(4) parts: the (B)(4) parts were scrapped to product development evaluation for evaluation. The parts were made from the synthes tabulated product drawing. The traveler was closed on (B)(4) 2011. Lot number 6611823 - for (B)(4) parts: the supplier¿s certificate of compliance indicates the parts were manufactured and conformed to material requirements and met the hardness and required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues with this lot. The (B)(4) parts were released to the warehouse on (B)(4) 2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported two items that broke in routine maintenance. For the first item, the sales consultant states the pin broke causing the adjustable cervical distractor¿s leg to break off. The second items threading at the tip of the matrix holding sleeve is starting to separate. No patient was involved. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of the device, the distal tip shows damage the reported device (B)(4) and is a locking holding sleeve for the matrix pedicle screw system. The matrix spine system includes 5 holding sleeves ((B)(4)) for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The applicable technique guides illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Upon inspection of received part (B)(4) lot # 6611823; it is confirmed that the distal tip shows damage to the threading; the first thread is partially detached. The top level of tabulated drawing was reviewed. These changes were performed to address the hazard of this complaint for reducing the occurrence. The outer sleeve changed from radel to titanium and the assembly added a peek bushing. The received instrument however, was made following to these changes, as this device was released to warehouse (B)(6) 2011. In conclusion, the reported condition is confirmed. This condition still occurs. However, user error may not be ruled out, as this condition can also occur due to excessive force/improper technique combined with the threading not being completely seated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.